Event description:
The customer reported the system booted up with the collimator leaves closed down. When this occur, the lead collimator leaves shut not allowing x-rays through and may result in system lockup. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board during the service call. The system was tested and found to be working as intended and put back into service.